Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine and an unknown drug. It was reported that the patient normally got their pump refilled every 3 months and, this year, "they went for a year without doing it". The patient went in and said it was empty and they got an alarm alert on (B)(6) 2025. Code 234 occurred, stating "loss of therapy, pump stopped for 1092 hours, 25 minutes. If stopped for more than 48 hours, damage may occur. Consider additional tests". The patient did not have a personal therapy manager (ptm). The patient stated that they had a printout with this code information in it. The patient also stated that a message occurred stating "pump motor stall, if magnetic resonance imaging (MRI) has not been performed contact mdt". The patient stated that they had MRI in the week of the report. The patient added that the pump had been alarming once every 5 hours. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the pump was low, but not empty. The pump was reinterrogated, updated, and the medicine and been removed and the volumes were comparable. The cause of the tube set message was previous magnetic resonance imaging (MRI). Actions taken to resolve the tube set message involved contacting a manufacturer's representative (rep) who informed the hcp it was likely a software issue. The alarms were reset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.